Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during set-up, the dead end cap on the oxygenator was broken. There was no pt involvement as this occurred during set-up. The product was not changed out. The surgery was completed successfully.

Manufacturer narrative:
The actual device was not returned for eval, however, photographic images of the oxygenator confirmed damage to yellow luer cap on top of reservoir. A retention sample was also evaluated and no damage was noted on the sample. (B)(4). The IFU for the device gives the customer instructions for the proper setup and handling of the device. All available info has been placed on file in quality management for appropriate tracking, trending and f/u.